Event description:
The customer reported via phone call that the transmitter did not blink when connected to the sensor. The customer's blood glucose was 105 mg/dl. The customer stated there were no damage present on the sensor. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed visual inspection and found sensor cannula retracted inside sensor base. Also, found cannula to be damage and broken, with missing broken part not found. Unable to confirm if customer received sensor in said condition due to customer returned opened/used sensor.